Manufacturer narrative:
A supplemental report will be submitted upon compilation of the investigation.

Event description:
It was reported that the doctor revised the pt's right hip due to altr. Serum levels chrome =.5 cobalt = 6.8 joint fluid apirate levels chrome = 1100 ppb cobalt = 2500 ppb.